Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 years post-implant, it was reported that an x-ray was performed and showed that the pt's outflow graft bend relief was disconnected. The pt was asymptomatic, had stable pump parameters and stable vital signs. Approx 11 days later, the pt was returned to the operating room. A sub-sternal incision was initially attempted; however, due to a leak in the outflow graft caused by abrasion against one of the metal cips, the surgery was converted to a full sternotomy with femoral bypass. The lower end of the outflow graft bend relief was replaced and an outflow graft bend relief collar was applied.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly¿s resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. The exchanged portion of sealed outflow graft bend relief was not returned to the manufacturer for investigation; however, the report of a sealed outflow graft bend relief disconnect could be confirmed based on the submitted x-ray and photos from the hospital. The patient was implanted before the medical device correction notification that was issued on (B)(6) 2012 outlining the description of the problem, symptoms, and recommended immediate and preventive actions. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.